Event description:
According to the rptr, a chiropractor is using an ozone generator to "treat" pts. The chiropractor is reportedly focusing on people with aids and cancer. The rptr became concerned about this practice after seeing a segment on "20/20" about the devices. The rptr is concerned that the treatments may in some way be detrimental and that the devices are not FDA approved. The chiropractor has their own web page where they discuss the use of ozone generators.